Event description:
A medtronic representative reported, after completion of a surgery, the nav cd horizon solera mast 4.75 driver tip had been damaged, the threads were twisted. It was noted that the deformity had not caused any issues while in the procedure, prior to discovery.

Manufacturer narrative:
Patient information was unavailable from the site at time of this report. Device lot number, or serial number, not available at this time. Device manufacturing date is dependent on lot number/sn, therefore, unavailable at this time. Medtronic investigation of returned suspect device finds the tip of the instrument has been twisted and is bent. Mechanical failure, deformation, directly caused the event.